Event description:
It was reported that a revision was needed to replace resonate screws backing out of the plate post-operatively.

Manufacturer narrative:
The device was available for evaluation. It was reported that the screws backed out past the locking mechanisms at the bottom level of a 3 level 51mm resonate plate at c4-c7. The original surgery occurred (B)(6) 2023 and the back-out was discovered on the 6 week post-op images (B)(6) 2024. The device was ex-planted (B)(6) 2024 and it was discovered that both sliders (blocking mechanisms) had broken. The plate and screws were replaced. Immediate post-op images appear to be normal. The post-op image provided reveals one screw backed out approximately 6-7mm and some subsidence of the cage at the c7 superior endplate. The returned plate shows that both sliders are broken in the necked down area just next to the hammer-head portion that blocks the screw. It is unclear whether the sliders were damaged pre-operatively, inter-operatively or if they broke post-operatively. No determinations can be made as to the cause of the reported issue.